Event description:
It was reported that allegedly the device will not power on, and therefore, the assy front case w keypad will be replaced. There was no reported patient involvement.

Manufacturer narrative:
Investigation conclusion: the customer¿s report that allegedly the device will not power on, and therefore, the front keypad will be replaced was confirmed on the returned keypad. Test results identified the keypad ac indicator light not illuminating and the system on key not functioning as intended. Further testing observed the rest of the keys were able to function as intended. Device inspection: external and internal inspection was performed on (qty 1 printec p/n tc10012515). During external inspection, the keypad was observed to be in good condition with no issues observed. During internal inspection, the front case/keypad assembly was observed with sign of contamination where the flex cable meets the circuit layer and broken flex cable traces (identified as trace 20). Root cause analysis: the proximate cause of the customer¿s report that allegedly the device will not power on, and therefore, the front keypad will be replaced is suspected to be associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Device history review: review of the pcu module 15349976 service history record showed the device had a manufacture date of 26sep2018. A review of the device service history record was performed beginning from the date of manufacture to the present date 03nov2020 and indicated that this device has not been returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text: only a front case keypad assembly was provided for the investigation.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that allegedly the device will not power on, and therefore, the assy front case w/keypad will be replaced. There was no reported patient involvement.